Event description:
Medtronic received information that during use of a hms plus instrument, it was reported there were some unanticipated test results while using the instrument in a case. The instrument was used to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information stating that the customer completes the liquid quality control daily, and electronic quality control (eqc) prior to each use. The customer stated that the liquid qc controls all passed each day prior, the day of the issue, and each day after and the same occurred for the eqc tests. No error code was reported.

Manufacturer narrative:
Product analysis: the reported unanticipated test results were not verified during service. The service technician observed the instrument to be clean and free of debris. The service technician performed all device operations with the perfusionist/customer in the or. The liquid quality controls (qc's) performed as expected and passed. The heptrac electronic quality control test passed. The syringe dispense and temperature check passed. All diagnostics testing was completed with no issues experienced. The perfusionist had discussions with medtronic's clinical specialist on the undesirable test results experienced. The protamine value from the instrument was higher than expected. This could be related to the patient, due to chemotherapy drugs onboard the patient at the time of surgery. The service technician reported that the instrument is operating to manufacturing specifications. Analysis was completed by a medtronic field service technician in the facility. The instrument did not return to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.